Manufacturer narrative:
(B)(4). Batch # m53129. The analysis results found that the ntlc55 device was received in good visual conditions and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the physician reported that the cutters have jammed and the staples were uncompleted. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.